Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a segura basket was used to retrieve a stone from the ureter. However, during the course of treatment with a laser tracking system (lts) laser, the basket broke into three pieces in the patient's ureteral and bladder area. Another segura basket was used to retrieve the broken pieces and complete the case. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, a segura basket was used to retrieve a stone from the ureter. However, during the course of treatment with a laser tracking system (lts) laser, the basket broke into three pieces in the patient's ureteral and bladder area. Another segura basket was used to retrieve the broken pieces and complete the case. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on may 28, 2019. The correct procedure date is (B)(6), 2019.

Manufacturer narrative:
Block e4: user medwatch number: (B)(4). Block f10: device problem code 1069 captures the reportable event of basket wire break. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.